Manufacturer narrative:
Twisting of mast likely due to metal fatigue after 8 years of use and improper lateral pressure put on lift boom. Mast was replaced in 2006. Old mast was not returned to manufacturer.

Event description:
During transfer of 295 lb. Resident, the health professional noticed that the mast began to twist. They manually lowered the resident to the floor. No one was injured.